Manufacturer narrative:
The reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
Additional information was received indicating that device was explanted due to endocarditis after an implant duration of one (1) year, five (5) months, three (3) due to endocarditis. The patient is a known recurrent IV drug user. The device was not returned to manufacturer due to infection.

Manufacturer narrative:
Additional manufacturer narrative - attempts to obtain additional information and device were unsuccessful. Without return of the explanted device or additional information the reported explant cannot be investigated and a root cause could not be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 33mm bioprosthetic tricuspid valve, implanted one (1) year, five (5) months, three (3) days, was explanted due to unknown reasons. The explanted device was replaced with a 31mm transcatheter valve. There were no reported complications.